Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support if a malfunction reappears.